Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginectomy and colpocleisis; due to vaginal vault prolapsed and urinary incontinence. It was reported that following insertion the patient experienced pain, infection, mesh erosion and urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent drainage of s/p phlegmon through urethra on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)